Event description:
It was reported that a home patient (hp) experienced a damaged patient line and drain line. The damaged line was further described as resulting from the patients¿ pet biting into the patient and drain line. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced a damaged patient line and drain line. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.